Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, belt/monitor unusable) has been confirmed. As received, the belt receptacle was cracked at the monitor case and was partially disconnected from the j1001 connector on the computer / analog (ca) board causing an intermittent connection. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable).